Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4268350. Additionally, a manufacturing review revealed no maintenance which could have influenced the reported failure mode during the production of the reported lot #. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was unable to confirm or duplicate the customer's indicated failure mode. However, CAPA was raised for needle broken patient end. Implementation of corrective action for this CAPA is due 12/20/2016.

Event description:
It was reported that a patient's mother injected him with a bd micro-fine insulin pen needle while he was sleeping. The patient woke up, had a "strong reaction" to this, and the needle broke off in the patient's injection site. The patient received an x-ray and the broken needle was visualized. The doctor advised that the needle should not be removed because it was too small. No further information regarding this incident was provided.